Event description:
Customer admitted to the hospital for low bgs. It was stated that they were in a coma for three days. Customer was involved in a car accident. Allegedly due to low bgs. Customer experienced consistent low bgs with each set change but had started to experience high bgs recently. The doctor was consulted regarding the low bgs. Programming seemed to be correct and there were no alarms received. Troubleshooting was performed. Pump passed the rotation test with insulin exiting. Device was dropped one time but did not seem to be damaged.